Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photo provided. The customer returned one photo of the 30gx8mm syringe. The customer reported that the needle is too short and can¿t inject. The photos were examined, and the defect of dimension or difficult to operate are difficult to determine based on the photo alone. Furthermore, evidence of a manufacturing defect could not be determined based on the photo alone. A review of the device history record was completed for batch# 1340459. All inspections were performed per the applicable operations qc specifications. Embecta was unable to duplicate or confirm the customer¿s indicated failure (dimension difficult to operate) root cause cannot be determined at this time as the issue is unconfirmed as no samples were returned.

Event description:
It was reported that the bd micro-fine¿ plus insulin syringe experienced insufficient cannula length on patient end and unable to deliver insulin. The following information was provided by the initial reporter: needle is too short can't inject.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ plus insulin syringe experienced insufficient cannula length on patient end and unable to deliver insulin. The following information was provided by the initial reporter: needle is too short can't inject.